Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during the intraocular lens implantation the haptic slightly touched the cornea/corneal endothelium because the tip of the cartridge only goes into the incision to a very limited extent due to the wound stopper on the cartridge and the haptic was not properly inserted and stretched. Post op examination did not show any damage to the cornea and visual acuity was fine. There was no patient harm. The lens remains implanted. Additional information has been requested and received stating the leading haptic was effected and slightly touched cornea/corneal endothelium. The patient was not hospitalized for the event and no intervention was needed. There are three medical device reports associated with this event. This is 3 of 3.

Manufacturer narrative:
A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the iol with the preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).